Event description:
The customer called about an error code that she had received on her contour meter. While troubleshooting, she performed control tests and received a result of 219 mg/dl. The normal control range was 100-138 mg/dl. No adverse events were alleged. The customer's remaining test strips are to be returned for evaluation. Replacement test strips were sent to the customer.